Manufacturer narrative:
On 7/10/2019, the product investigation was completed. Device investigation summary: during analysis of the device two ruptures were noted in the anterior view, tear a measuring approximately 1.7 cm and tear b measuring approximately 0.5 cm, during microscopic examination in tear a striations were detected in the edges of the rupture and tear b no evidence of instrument damage was observed. No additional anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 500cc mentor memorygel breast implant catalog: 3505001bc, lot: 5856064, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 425cc mentor siltex round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 500cc mentor memorygel breast implant, catalog: 3505001bc, lot: 7709026, sn: (B)(4) and (right) 450cc mentor memorygel breast implant, catalog: 3504501bc, lot: 6904102, sn: (B)(4).